Manufacturer narrative:
H10: remote technical support emailed the customer some troubleshooting steps and advised that prior to changing out the device, they would like to log in and troubleshoot the issue. Good faith efforts (gfe) have been made by technical support to verify if the troubleshooting steps provided resolved the issue or if additional assistance was required. The customer has not responded to any of technical supports attempts and no additional information has been provided by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the sweep speed changes by itself. The device was in clinical use at the time the reported issue was discovered. There was no reported patient impact / injury.